Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between sensor glucose (sg) and blood glucose (bg) meter readings and provided the below examples for review. Date time bg value sg value. A. 31/03 7am 223 mg/dl 200 mg/dl. B. 31/03 7pm 152 mg/dl hi. C. 31/03 9pm 155mg/dl 377 mg/dl. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On 02nd apr 2025, the customer informed senseonics that eversense cgm showed results that were different from glucometern measurements. The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud based platform for eversense systems. Based on the initial investigation analysis, a sensor replacement was approved due to possible deviation in system performance, and the sensor was requested back for further investigation. However, the sensor was not returned to senseonics. A further review of the raw sensor data showed optical instability reference and signal channels since insertion. This most likely contributed to the inaccuracies observed by the customer. The potential root cause of this type of issue could be related to an issue with sensor electronics such as led behavior, or the in vivo state of sensor hydrogel, which is the chemical component of the sensor. Since the sensor was not returned, no further investigation and root cause analysis could be conducted. The customer was offered a sensor replacement as a resolution. B4.date of this report 30 june 2025. G3.date received by the manufacturer? 30 june 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.